Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Instrument was returned and examination of the returned part determined that the returned tasp exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 each disassembled / missing. The missing components were not returned. Device history record was reviewed and no discrepancies were found. Root cause was determined in prior corrective action to be associated with the design of the device and was subsequently redesigned. This device was identified as being within scope of a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was returned which was missing a ball bearing. There was no known patient involvement. Attempts have been made and no further information has been provided.